Event description:
Patient later reported left side device "is not broken", "a fairly large periprosthetic seroma" was found, and "the breast had become very swollen". The device remains implanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: "seroma".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture. The device remain implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side device rupture. Patient has further reported "the prosthesis that gave me problems is not broken" and "the report said a fairly large periprosthetic seroma, in fact, the breast had become very swollen and at first they thought it was broken". Later the healthcare professional reported "capsular contracture" and "appearance of intermittent seroma". This record is for the left side. The device was explanted and replaced.